Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d3, g1, g3, g4, g7, h1, h2 and h6. Continuation of section b5: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of essential hypertension, activated protein c resistance, depression, deep vein thrombosis (dvt), traumatic brain injury with resultant personality disorder, gastroesophageal reflux disorder (gerd) and the patient¿s family history is positive for clotting disorder. Two months prior to the filter implantation, the patient was admitted to the hospital for c2 fracture and traumatic brain injury associated with a motor vehicle accident (mva). The patient also developed a subdural hemorrhage (treated with craniotomy), respiratory failure with subsequent tracheostomy and percutaneous endoscopic gastrostomy (peg) tube insertion. Immediately prior to the index procedure the patient experienced chest pain with pulmonary emboli (pe). The patient¿s hospital course appears to have been further complicated by urinary tract infection (uti). The filter was deployed in an infrarenal location without complication. Approximately ten years and one month after the filter implantation, the patient was noted to have thrombus in the right common femoral vein extending into the popliteal vein distally. Approximately two months later, the recent thrombus was noted to have resolved with no evidence of dvt. Approximately ten years and five months after the filter implantation, the patient underwent a computerized tomography (CT) scan for back pain. The CT scan noted that the filter had migrated and that a posterior strut of the filter had a fracture with a 7mm fragment possibly penetrating the posterior wall of the inferior vena cava (ivc). The patient further reported having experienced fear and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration, fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported low back pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Medical history includes essential hypertension, activated protein c resistance, depression, deep vein thrombosis (dvt), traumatic brain injury with resultant personality disorder, gurd and the patient¿s family history is positive for clotting disorder. Two months prior to the index procedure, the patient was admitted to the hospital for c2 fracture and traumatic brain injury associated with a motor vehicle accident (mva). The patient also had a craniotomy, tracheostomy and percutaneous endoscopic gastrostomy (peg) tube insertion. Immediately prior to the index procedure the patient experienced chest pain with pulmonary emboli. The trapease vena cava filter was inserted and anti-coagulation started. During the filter implant, fluoroscopic landmarks were identified, there were no filling defects in the inferior vena cava (ivc) and the trapease was deployed in the infrarenal area of the ivc without difficulty. There were no reported complications. Two weeks after the index procedure, the discharge diagnoses included traumatic brain injury with subdural hemorrhage and craniotomy, recent filter insertion, respiratory failure, removal of peg tube and urinary tract infection (uti). Approximately ten years after the index procedure, the patient was hospitalized for chest pain and retroperitoneal left sided hematoma after multiple falls, blood loss anemia and diagnosed with factor v leiden deficiency. The patient also experienced recurrent dvt and was diagnosed with pneumonia during this admission. The following month the patient¿s left leg was free from thrombus. His right leg had thrombus in the common femoral vein down to the popliteal vein distally. Ten years and three months after the index procedure, there was resolution of the previously identified thrombus, there was no evidence of dvt at that time. Ten years and five months after the index procedure the patient had a computed tomography (CT) scan done for low back pain. Fluid collection was noted along the left psoas muscle consistent with spontaneous retroperitoneal hemorrhage or abscess. The ivc filter has the appearance of a posterior strut fracture with a 7mm fragment possibly penetrating the posterior ivc wall. This is remote from the site of the left spontaneous retroperitoneal hemorrhage. It was also noted that the filter had migrated. Two weeks later the patient presented to an emergency room with chest pain. There is no evidence of pulmonary embolism, aortic aneurysm or acute arterial injury. Right lower lobe consolidation consistent with pneumonia was noted. Additional information received per the patient profile form (ppf) states that the patient experienced fracture, perforation of the filter outside of the ivc and migration of the filter to other than the heart. The patient further reports fear.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had fractured and migrated and was associated with a perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, migration and perforation events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: fracture, perforation and migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.